Manufacturer narrative:
(B) (4).

Event description:
The therapy only worked for six weeks. The pt got shocked by the device. The pt had relocated and was seeking a new physician to remove the device. No further info was reported. Further info is being requested at this time.